Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was solid white. The customer¿s blood glucose level was 122 mg/dl. Customer stated that the no reported of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specific range. Device was monitored and no solid white display, missing segments or partial display noted during testing. (B)(4).